Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture and decrease in sensing during device check at the outpatient clinic. The device was reprogrammed. No patient symptoms were reported.